Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation determined there was no system malfunction. The investigation found that the CT-fluoro merge attempted had rotational and left/right shift mismatch. Software displayed the comparison to the user for verification, but the user chose to accept the merge and proceed. In addition to steps outlined in the software, the user manual instructs the user on how to maintain navigation integrity, which they did not follow. There was no impact to the case. The screws were repositioned and the case was successfully completed with no adverse effect to the patient. The cause of the reported issue was traced to user technique.

Event description:
During a procedure, t6-t10 with creo mis using the excelsius gps robot, all screws had to be repositioned. During the merge process, everything was working appropriately and the screws all were marker with checks. Unless they were planned too high. After placement, and during confirmation with fluoro, all screws seemed to be shifted to the right. Case was converted to open and all screws pulled and repositioned. No adverse events to patient reported.